Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age; patients year of birth is (B)(6). (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening. It was reported that this was a mitraclip procedure to treat grade 2-3 functional mitral regurgitation (mr). The mitraclip was ready to be deployed. The lock was only checked one time. The device instructions for use were not followed as the physician did not check the lock a second time before deploying the clip. The lock line was removed and the actuator knob was turned one time to deploy the clip when the clip opened. The leaflets remained inside the clip therefore, the deployment sequence was continued. The procedure was completed with mr grade 1. The patient's blood pressure decreased to around 100 mm hg during the procedure, but the patient left the catheterization lab in stable condition. The hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not identify a lot specific product quality issue. The reported information indicates the clip lock was only checked one time. It should be noted that, the mitraclip instructions for use (IFU) states that the user needs to establish final arm angle before gripper line removability test and again after lock line removal. The reported mechanical issues appears to be related due to user error. The reported hypotension was due to procedural circumstances and as listed in the IFU is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.